Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this patient was kept intubated for a couple of days, then slowly woken up. There was a neurological deficit, paresis on the left side, mainly the left arm that went better over the days. At discharge there was still a very mild paresis. She was addressed to outpatient rehab. There was no cognitive impairment. Non ischemic lesion was found at CT/mr examination. No further treatment was administered. Patient was kept on double antiplatelet therapy since the aneurysm was occluded.

Manufacturer narrative:
The catheter was not returned for analysis. Without return of the device we are unable to definitively determine the cause for the reported experience. Based on the reported information there is no evidence to suggest a defect of the device during use. It is unknown if the perforation was caused by the guidewire, microcatheter or the embolization device. However, vessel perforation is a known inherent risk of the endovascular procedure and is documented in the rebar instructions for use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during embolization treatment for a basilar tip aneurysm a perforation occurred resulting in a small bleed. After attempting the embolization device, it was identified that the device was too big for the aneurysm. The embolization device was removed without issues. Then embolization filler was implanted on road map imaging. Control angio was performed after deployment of the embolization device, since it had been positioned while working in the road map image (off angio). At that time, aneurysm perforation was noted with a small bleed. The embolization device was detached quickly and then the two coils were deployed. Angio control showed complete aneurysm occlusion. The aneurysm bleed was still there, but remained small and did not progress in size. The bleed was small and it didn¿t go to the ventricles. Patient status post procedure was unknown. Aneurysm size: 5.5h x 5.8w x 3.1n (mm).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.